Event description:
Reporter indicated a patient had high lead impedance readings at an office visit. The reporter was notified to disable the vns. X-rays reviewed by the manufacturer did not identify any obvious lead anomalies. All attempts for further information from the reporter have been unsuccessful to date. The plan of care for the patient is unknown.

Manufacturer narrative:
X-rays reviewed by manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.